Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was receiving from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (10000 mcg/ml at 2400 mcg/day) and bupivacaine (25 mg/ml at 6 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient was not receiving adequate pain relief. The managing physician was unable to successfully aspirate from the catheter access port (cap) in the office. The patient had a catheter revision on (B)(6) 2016. The surgeon discovered the spinal segment catheter had pulled out of the intrathecal space. The surgeon replaced the catheter with a new spinal segment revision kit. The issue resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' Follow-up was being conducted to obtain the cause of the inability to aspirate from the cap and the cause of the spinal segment pulling out of the intrathecal space. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that the cause was unable to be determined at the time of the catheter revision.